Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Cardiovascular injuries, such as effusion, perforation, and patient death, are known potential adverse patient effects per the device IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. It was suspected that pressure applied to the non-medtronic guidewire or the dcs had contributed to the perforation. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The subject dcs was discarded by the customer, and as such no analysis could be performed. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Angiographic images of the procedure were received. The imaging provided confirms that during deployment, the working wire perforated the left ventricle, causing a pericardial effusion. Updated: h6 - method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into an annulus of 21x26 millimeter (mm), on the first deployment attempt, the valve dislodged into the ascending aorta. The valve was fully recaptured and a second attempt to deploy the valve was performed. The valve was in a good position and the physician had a slight push on the wire. After release of the valve, the blood pressure dropped rapidly. Cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram showed a pericardial effusion due to a perforation. A direct puncture of the pericardium was performed and drained. After thirty minutes, the patient did not stabilize and died. The cause of perforation was unknown. It was suspected that pressure applied to the non-medtronic guidewire or the delivery catheter system (dcs) had contributed to the perforation. Per the physician, the cause of death was pericardial effusion.